Manufacturer narrative:
One device was returned for repair with complaint of acu watchdog failure. The complaint was confirmed by alarm history codes. No previous service was noted in the last 12 months. Replaced main printed circuit board (pcb) and installed updated software with standard configuration. Device all performance verification tests.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited an acu watchdog failure. There was unknown patient involvement.